Event description:
A report was received that during a trial implant procedure the patient was experiencing a burning sensation in her right leg and subsequent groin pain that was debilitating. The physician pulled the leads. The physician believes it may have been a wet tap, epidural bleed or that the nerve root may have gotten irritated. The patient was given pain medication.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50e, serial # (B)(4), description: trial linear st lead, 50cm. The explanted percutaneous leads were not returned to bsn for evaluation as they were discarded by the medical facility.